Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation could not determine the cause of the e116, e117 and e118 otv errors that were found in the device evaluation. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in event, evaluation found the battery was consumed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The otv-s400 visera 4k uhd camera control unit was returned for routine battery replacement. The customer did not report a malfunction against the device. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found that e116, e117, and e118 error messages were sometimes displayed. The report is being submitted due to the error messages found during evaluation.